Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported a lens implanted on the left eye was removed and replaced intraoperatively due to a torn anterior capsule. Another manufacturer's 3-piece lens was used for replacement. In the surgeon's opinion, the likely cause of the event is "ether the lens trailing haptic or instrument tore the anterior capsule." Current patient prognosis is "good".

Manufacturer narrative:
The lens was not returned; therefore, a product evaluation could not be performed. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined. According to the surgeon the likely cause of the event is ¿either the lens trailing haptic or instrument tore the anterior capsule.¿